Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed. The philips fse replaced the power switch overlay to resolve the issue. The device successfully passed all required testing and remained at the customer site.

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure (ec 1105). The device was being prepared for patient use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site. Further information is pending.